Manufacturer narrative:
Other relevant device(s) are product ID :3889-33, lot#: va1hd3s, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 02-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the hcp attempted to remove previously implanted lead and it fractured leaving that contacts in the patient. No symptoms reported. No further complications were reported/anticipated at this time.